Event description:
It was reported that the wake button was delayed in responding to touch. Customer pressed the wake button multiple times and the wake button performed as intended. Additionally, it was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to resolve the issue. There was no reported adverse impact. Customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.